Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient returned to the clinic for device removal. The device alarmed empty as if it had infused everything, but the bag was completely full. There was patient involvement, and no patient harm/adverse event reported

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.